Event description:
It was reported that a patient received previously an acessa procedure on (B)(6) 2023. Later the patient was reported to have been pregnant 14 months after the acessa procedure (around (B)(6) 2024), additionally the patient received a robotic myomectomy on (B)(6) 2024. It was later reported that the patient suffered a uterine rupture at 28 weeks and the baby did not survive. The patient was doing well. The fibroids treated during the acessa procedure were a 2cm intramural fibroid and a 5 cm subserosal. No issues were reported during the acessa procedure and related to the uterine rupture the patient did not require a hysterectomy. The patient was reported as being stable and improving.

Manufacturer narrative:
H6: health effect: appropriate term/code not available: suggested code : uterine rupture lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.